Event description:
In 2000, physician was injecting a pt, the needle disengaged and stuck in patient's face and collagen splattered on the patient's face. A backup syringe was prepped and during the second attempt the needle disengaged again. The treatment was completed with a third syringe, and there was no injury to the pt. This event is being reported in good faith due to the potential that such an event, if repeated, could lead to an injury.